Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Information was received from a consumer via a company representative receiving hydromorphone 5mg/ml at 0.3447mg/day and bupivacaine 5mg/ml at 0.3447mg/day via an implantable pump. The patient reported the pump was moving around in their abdomen especially from sitting to standing and seemed ¿tipped.¿ the patient was ¿newly implanted.¿ on the day of the report the physician was going to initiate pa blousing and was trying to synch the ptm to the pump but continued to get unsuccessful communication. Per the reporter the ptm was brand new out of the box. The reporter was also unsuccessful attempting to couple the ptm and unsuccessful communicating with the 8840 physician programmer. It was reviewed orientation of the pump on both the ap and lateral x-ray image. On (B)(6) 2015, it was further reported that the pump was flipped and had surgery to correct the problem. The patient had their staples removed and was reported as doing fine.